Event description:
It was reported that there were numerous asystole episodes detected by the implantable loop recorder (ilr). It was further reported that the electrogram (egm) confirmed to have "flat-like waves" and that the physician indicated that they were unable to diagnose the episodes based on the data results. The ilr device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).